Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. Immediately after the surgery, the patient woke up with excruciating pain in both groins, lower back and inner and outer thighs/nerve pain. The patient could not lift legs, was bed ridden for three months and experienced incontinence and constant pain in the pelvic area. Several months later, the patient experienced stabbing pain in vagina, some vaginal bleeding and the mesh had eroded through the vaginal wall. Six months later, the patient had a surgery to cut the exposed mesh. The patient woke up after second surgery with the same pains and a feeling of tightness around bikini line. The patient also developed a urethral diverticulum and was still incontinent. The surgery for exposed mesh on both sides was performed and both sides were trimmed. The patient is still incontinent and experiencing pain. As reported, the vagina has been structurally changed by these surgeries. Since the mesh was implanted, the patient experienced a foreign body reaction, inflammation, an infection was also found on the excised mesh removed, unable to stand sit walk for more than 5 mins at one time, unable to work due to this and pain and suicidal thoughts. It was also reported that the mesh caused or prolonged inpatient hospitalization. No further information is available.